Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The user attempted to reboot the station and recover the drawer, but the issue still persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer failed to stay close. A field service engineer (fse) found that the row board connector was not seated properly, so the fse reconnected the connector and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.